Manufacturer narrative:
Although the exact event (onset) date is unknown, it was reported that the event occurred in 2016. (B)(4).

Event description:
It was reported that on unknown date the patient underwent t12/il fixation. Post-operatively, in 2016, rod fracture at both sides of l4/5 was observed. Revision surgery was performed due to the rod breakage; the broken rods were explanted. No fragments were remained inside the patient.